Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number remains unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a patient with a 19mm valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately 7 years and 7 months due to stenosis. An edwards transcatheter valve was successfully implanted within the edwards surgical valve using the transfemoral approach with no resulting pvl. As reported, the patient was experiencing doe before the procedure. The implant date is known only as "2012". Therefore, (B)(6) 2012 is being used to calculate the minimum implant duration.